Event description:
It was reported the customer's screen would freeze when using their glucose meter. The customer also reported a no delivery alarm that was resolved with an infusion set change. Customer's blood glucose was 230 mg/dl. The customer declined to return their products for analysis. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.